Event description:
Related manufacturer's reference number: 2017865-2021-38192. It was reported that the patient presented to the emergency room. The physician discovered that the implantable cardioverter-defibrillator (ICD) had delivered inappropriate shock. A chest x-ray was performed that revealed that the right ventricular (rv) lead was dislodged and was exhibiting noise. The physician opted to explant and replace the ICD, and a new ICD was successfully implanted. The rv lead was capped and replaced on (B)(6) 2021. The patient was discharged.